Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(4). The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the customer stated that a 29x70 long genesis on opta pro stent wouldn't cross the lesion and came off the balloon outside the patient after being removed.

Manufacturer narrative:
Complaint conclusion: the customer stated that a 29x70 long genesis on opta pro stent wouldn't cross the lesion and came off the balloon outside the patient after being removed. The product was not returned for analysis. A device history record (DHR) review of lot 17339854 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) failure to cross¿ and ¿stent dislodged - (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity.¿ neither the DHR nor the very information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.